Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient stated that she received erroneous results when testing with coaguchex xs meter serial number (B)(4). A sample from the patient was tested using the meter, resulting with a value of 2.4 inr. Within seven hours, a sample from the patient was tested in the laboratory using reagent manufactured by stago, resulting with a value of 1.4 inr. On (B)(6) 2019, a sample from the patient was tested using the meter, resulting with a value of 2.6 inr. Within seven hours, a sample from the patient was tested in the using reagent manufactured by stago, resulting with a value of 1.7 inr. On (B)(6) 2019, a sample from the patient was tested using the meter, resulting with a value of 2.8 inr. Within seven hours, a sample from the patient was tested in the laboratory using reagent manufactured by stago, resulting with a value of 1.9 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter results. The patient is currently in stable condition. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly. The patient is not anemic or polycythemic. The patient has antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient has not been ill or taken any new medications. The patient's coumadin dose has not changed. The patient has not had any changes in diet and does not have a special or unusual diet. The patient has no symptoms of bleeding or bruising. The patient's product has been requested for investigation and replacement product has been sent to the patient. Relevant retention test strips (lot 353503) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The patient's meters and strips were returned for investigation. The returned meters and strips were tested in comparison to master lot strips using quality control material. Testing results: returned strip vial: qc 1: 2.3 inr, qc 2: 2.4 inr . Retention strip vial: qc 3: 2.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. (1.8 - 2.8 inr). All measurements were without error messages. The maximum difference between measurements was 4.0%. Customer stated they have antiphospholipid antibodies syndrome.this may cause false-high inr values. The results alleged by the customer were not observed in the meter¿s patient result memory and the meter's time/date was set incorrectly.